Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding event details and has requested the unit be returned so that an extensive engineering investigation can be performed. Once the device is returned and the investigation is completed, resmed will provide a follow-up report with additional information. There was no patient injury reported for this incident (B)(4).

Event description:
It was reported to resmed that an s9 elite was involved in a fire.

Manufacturer narrative:
The s9 device was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the reported fire damage to the CPAP device and humidifier. The fire damage was confined mainly within the humidifier . The investigation determined that the reported event was due to an isolated component failure in the main circuit board (pcb) of the humidifier. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).